Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there were shadows in the ultrasound image due to segment failure. It was also observed that there was damage to the ultrasound probe further causing the ultrasound image to be defective due to missing elements. It was observed that there was an acoustic lens gap at the adhesive due to wear and tear damage by customer handling over time. It was also observed that the lock engagement lever and the up and down knob cannot be locked securely due to wear. It was observed that the paint on the air water cylinder and the suction cylinder is peeling. Also, it was observed that the number of missing elements due to damage on the ultrasonic cable, exceeds the standard value. It was observed that the up direction of the bending angle did not meet standard due to wear of the angle wire. It was also observed that the bending section cover had a crack, and the acoustic lens had a scratch due to physical handling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera ii ultrasound gastrovideoscope experienced a shadowing in the ultrasound image. The reported issue occurred during an unknown procedure. There was no patient/user harm or injury reported due to the event. The device was returned to olympus for evaluation and upon inspection, a gap was found between the acoustic lens and the ultrasound probe, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the gap between the acoustic lens and ultrasound probe was unable to be identified. Olympus will continue to monitor field performance for this device.